Manufacturer narrative:
(B)(4). Results: the neuron max 6f 088 long sheath (neuron max) distal tip was fractured. The packing mandrel was separated from the packaging card. The neuron max was kinked approximately 49.0 cm from the hub. Conclusions: evaluation of the returned device revealed damage to the distal tip of the neuron max. This damage was likely caused by the packaging mandrel pinning the distal tip of the catheter to the plastic tube. The packaging mandrel is fastened to the packaging card by penumbra, and is designed to remain on the packaging card during removal of the neuron max from the packaging. If the mandrel becomes separated from the packaging card and the neuron max is withdrawn through the packaging tube, damage such as this may occur. Further evaluation of the neuron max revealed a kink. This kink was likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the tip of a neuron max 6f 088 long sheath (neuron max) was stuck to the packaging ; consequently, the neuron max became broken upon removal from the packaging. The damage to the neuron max was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new neuron max.